Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 4.0 inr. The corresponding lab result reported was 2.6 inr. The patient's coumadin was held because of an endoscopy procedure. The reporter declinded product replacement.